Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-may-01: information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. Rep told them that the patient's ins was dead and the patient needed to have an MRI eligibility form completed to get an MRI. The caller had a note that said the ins has not worked in two years. Rep reported that they are unable to connect to ins despite being able to palpate it and being right over it. Caller stated patient reported ins hasn't been on for around 2 years and at some point, they saw a screen with a phone. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed likely overdischarge and that physician recharge mode(s) aren't performed, an eligibility form would be needed for MRI purposes. Tss emailed caller eligibility form but they noted they'll have to see what they can do since patient no longer has managing hcp. 2025-may-5: additional information was received from manufacturer representative (rep) who reported the cause of the ins being dead and unable to connect was due to ins possibly being discharged. No actions or interventions were taken as patient does not have a controller or recharger. Patient was referred to their healthcare provider (hcp) who will become their managing hcp and replace stimulator.

Event description:
Additional information was received from the rep. Rep reported issue has not been resolved. No surgery scheduled at this time. Patient does not have a managing doctor. Patient is in contact with workers compensation to reopen his case so that he can then see a physician to replace battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.